Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97791, lot# n379062, implanted: (B)(6) 2013, product type: accessory; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had severe bladder pain and spasms during intra-operative testing, "unable to communicate, therefore, no intra-op testing was performed." The doctor placed leads based off of the trial and the patient's area of pain. Post-operatively, the patient still had severe bladder spasms and pain, the nurses were unable to get pain under control after 2 hours. The patient did not want to have stimulator on. No plan of action or the cause of the issue were known at the time of the report. Additional information received reported that the event occurred during the permanent placement of neurostimulation leads. It was stated that the lead ¿went into the left gutter during placement¿. It was reported that the patient recovered without sequelae. It was reported that the patient stayed 2 nights after the lead placement due to uncontrolled pain.